Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to monitor a patient (age and gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). The device was returned to zoll medical corporation for evaluation. The reported incident could not be duplicated. Device log review showed no indication of malfunction. Errors 505 and 22c were observed, consistent with pad-related conditions (high impedance or previoulsy used pads), both of which are expected behaviors and self-correct with proper pad application or replacement. No shock advised events were recorded. The device passed all self tests, functional, and analysis testing, and internal inspection found no discrepancies. There was no fault found with the device. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.